Event description:
The manufacturer received information that a millennium concentrator emitted a burning odor while in use. A family member of the patient is alleging the burning odor caused health issues to the patient who expired 4-6 months later. The patient was not on the device when she expired. The manufacturer's investigation is currently on-going and a follow up report will be submitted when the investigation is complete.